Manufacturer narrative:
Testing confirmed the presence of the k antigen on retention capture-r ready-screen, lots x230 and k165. The returned customer sample was tested on an in-house galileo using crrs, lots x230 and k165. The sample exhibited strong reactivity with the k+ cells and was nonreactive with k- cells. A service visit was made. The teflon coating on the needles was chipped; needles #1, #2, #3, #4 and the reagent probe were replaced. Noticed discoloration on top of all 4 probes also. Syringes #2, #3 and #4 were replaced; discolored tubing on the regent probe and syringe tubing were replaced. The washer manifold was also replaced. Adjusted the minimum pulse time on pump #1 to within specification. After the service call, the instrument operated as expected.

Event description:
Customer reported unexpected negative antibody screen results on galileo when testing a patient sample containing a known anti-k.